Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. The device was reported to have the cannula deployed upon removal of the needle cap. The formed needle was observed to be bent. Damages were observed to the bottom housing and plastic debris was found, indicating the formed needle did deployed while the needle cap was on. No issues were seen with the device that would indicate the needle deploying early. The device data showed the device operated correctly, running 45 first prime pulses and was deactivated at 55 pulses. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while removing the needle guard from a pod the cannula had already been deployed. The pod was not worn.